Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The ipg is not communicating with external devices. The patient underwent surgical intervention to replace the ipg. Effective therapy was restored post operation.